Manufacturer narrative:
Investigation: the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopperdamage ¿ which caused the leakage during the syringe usage. To evaluate the occurrence a quality notification was opened with the supplier.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked a solution of "adrenaline, lidocaine, and bupivacaine" through the plunger during the surgery. The following information was provided by the initial reporter, translated from portuguese to english: "syringe luer lock 10ml leaking drug (batch: 8177931). Complaint from the responsable medic that medicamentation was lost during surgery" the leakage happens from the plunger. There was no damage, need for any kind of intervention or exposure of blood or drug to the skin. The drug used was a solution of adrenaline, lidocaine and bupivacaine.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked a solution of "adrenaline, lidocaine, and bupivacaine" through the plunger during the surgery. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe luer lock 10ml leaking drug (batch: 8177931). Complaint from the responsable medic that medication was lost during surgery". The leakage happens from the plunger. There was no damage, need for any kind of intervention or exposure of blood or drug to the skin. The drug used was a solution of adrenaline, lidocaine and bupivacaine.